Event description:
It was reported that the ventilator generated a technical error code indicating ventilation stopped while it was connected to a patient. There was no patient harm. (B)(4).

Manufacturer narrative:
Our field service engineer investigated the ventilator on site. The control printed circuit (pc) board was replaced as recommended in the service manual but not returned for investigation. The ventilator was put back to service after successful functional tests. The device logs were saved and sent for evaluation. The evaluation of the received device logs showed that after the start of the nebulizing program, a software error alarm indicating failed handling of remaining nebulizing time were generated four times in a row. This prompted automatic restarts of the breathing subsystem to rectify the detected problem after each of these software error alarms. After four unsuccessful restarts with persistent inability to handle the remaining nebulization time, the ventilator per design subsequently generated a technical error code indicating disabled valves. The conditions causing this problem were lost when the ventilator manually was turned off and on again (rebooted) which indicates that the cause was a temporary corruption of data or data that was momentarily perceived as corrupt by the breathing subsystem at the time. The reason why this corruption of data occurred has not been determined.

Event description:
(B)(4).